Event description:
It was reported that the left ventricular (lv) lead had rising thresholds. The lv lead was explanted and replaced. The patient is a participant in the starfix extraction study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 0157, competitor implantable tachy lead, (B)(6) 2002; 4086, competitor implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, the presence of a lead removal wire stuck and severe explant damage prevent electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. No discontinuity was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.